Event description:
It was reported that during battery rotation, the cardiosave intra-aortic balloon pump (iabp) has issues removing batteries. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has issues removing batteries.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed issue with instrument. Battery and power supply would not eject once battery latch was turned fully left or right. Replaced all conical springs on the battery top cover chassis. Removed power slot interface pcba and cleaned all debris from the battery connectors. Cleaned metal surfaces in the battery bay compartment. Was able to successfully get the batteries to eject once the battery latch selector was turned to release. Replaced nylon washers and screws for console case wheels. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.